Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional fields: e1 (event site postal code: 75651, event site state: 75). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had purge issue. A getinge field service engineer (fse) stated, after seeing that there were still the same error logs. 0x6 fill fail - flush fill timeout iab disconnected, bad atmospheric calibration, wrong or too many catheter extenders, helium restriction pinched, tubing or low helium pressure. 0x5 fill fail - shuttle purge timeout iab disconnected or a bad atmospheric calibration- poor vacuum performance. Bad k11, k3, k4, or k10 not closing, pinched tubing from vacuum reservoir. Fse found that there was residue in the compressor hoses and in the compressor. So he replaced it and he calibrated the device. Functional check with patient simulator and iapb consumable. Calibration of pressure sensors. Leak test of pim, drive manifold and fill manifold. Test functional (fiber optics, valves, screen, keyboard, printer). Pneumatic performance test. Battery test. Mains connection / satisfactory residual autonomy. Functional tests with simulator (pressure signal, ECG signal), electrical safety test standard iec 60601 (resistance to earth, leakage current and insulation resistance). Device complies with the recommendations and tolerance ranges defined by the manufacturer. Functional equipment released to clinical use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a purge problem, error 37. There was no patient involved.